Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: describe the event or problem: multiple reports of air in line, difficulty securely connecting tubing, and disconnection. The air entered the tubing system at the section where the needle arterial line (red port) meets with the streamline airless system set. Saline line clamp upside down. Clamp still functional. The tech connected the arterial line to the saline port for rinse back and mini bubbles were noted in the line that hadn't been there before. The connection was double checked and secure however it continued to have microbubbles. Since it is run back through the machine the air gathered in the top of the venous chamber, and it wasn't a lot (not enough to make machine alarm). We just watched it closely. This is just not normal. It should be an airless and tight system so it shouldn't have gotten the micro/mini bubbles inside the blood line. When recirculating the lines while setting up the machine the arterial line was unable to 'lock in' all the way, instead the arterial connecter kept 'spinning.'. Patient was connected and running in dialysis treatment about 90 minutes in it was noticed that there were microbubbles appearing in his arterial line. The connection was checked and was tight. Pt was disconnected and flushed as catheter had been running poorly. Even after that there were still microbubbles. Then system was recirculated after rinse back (when connecting to saline line it did spin). The air was purged from the machine but recirculating at high speed. Pt was reconnected to the lines and initially no microbubbles were seen but given the spinning on the saline line. The line and dialyzer were completely swapped out and he finished the treatment on a newer set up.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.